Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced: mylar gasket, flag disk holder, spring, barrel clamp. Calibrated. Based on the findings, service determined that the probable cause of the reported issue was due to missing gasket mylar 8110 a review of the device history record showed the device had a manufacture date of 26dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn(B)(6)which did not confirm>similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received alarm error codes/ messages. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received by manufacturer.

Event description:
It was reported that the device received alarm- error codes/ messages. No additional information was provided. There was no patient involvement.